Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: hi team, I have peppered the contact but can get no further info. Thanks ff/up: - could you please provide the lot number? - do you have any photos available for visual analysis? (B)(6) please see the attached source data. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional 11: was surgery delayed due to the reported event? --> unknown, action taken when event occurred? --> recovery of fragment attempted. Patient CT scanned., was procedure successfully completed? --> unknown, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> no, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(6). Device property of -->none, device in possession of -->none. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the nursing floor manager contacted me to let me know that they had an apparent breakage of a needle attached to a 5/0 monocryl. This occurred intraoperatively. It was noticed that the tip of the needle was missing as the suture was being handed off to the scrub nurse. She commented that this had also happened some months prior, albeit on a 3/0 monocryl. She informed me that the needle tip was not recovered and that the patient had been sent for a CT scan - which suggested that the needle tip was in-situ. I asked her to retain the suture and needle - however these had already been disposed. She did take photos of the device and its packaging which she agreed to share. I asked her to retain the packaging and quarantine the remnant of the suture box for collection. No adverse patient consequences were reported. Additional information was requested.